Manufacturer narrative:
Prior to the arrival of a steris technician, the user facility attempted to stop the reported leak by tightening a connection, but was unsuccessful. The water line was turned off and steris was contacted. A steris field service technician arrived onsite, inspected the unit, and identified the source of the reported leak was at the inlet hose connection to the uv assembly. The technician identified the gasket was cut. The technician replaced the gasket, re-secured the uv assembly inlet hose, and ran test cycles on the system 1e. The unit was confirmed to be operating according to specification and returned to service. The cause of the reported leak is most likely due to an over-tightening of the inlet hose connection to the uv assembly by the steris technician when preventive maintenance was last performed two days prior to the reported event. The gasket was then cut when the user facility attempted to tighten the connection before contacting steris for service the following day. The technician has been counseled regarding potential damage to the gasket due to over-tightening of the connection during preventive maintenance.

Event description:
The user facility reported their system 1e was leaking water. No report of injury.